Manufacturer narrative:
The revision reported was likely the result of a combination of axial rotation mismatch of the femoral component relative to the tibial insert and overall posterior slope of the tibial insert, which allowed for excessive posterior contact, especially medially, and led to severe wear of the polyethylene. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products: lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Logic cr femoral cem, left, sz 4 (cat# 02-010-03-0240 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
It was reported approximately 5 yrs postop the ltka on this female patient the surgeon completed a poly exchange on this same patient. The poly that was removed was heavily worn and damaged, and the surgeon asked that it be sent back to the manufacturer for further examination. The surgeon swapped this implant for a crc poly during the revision. Patient was last known to be in stable condition following the event. The device will be returned.